Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this ring was explanted and replaced with an annuloplasty band. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this annuloplasty ring in the mitral position was replaced because the physician was not happy with the results; significant residual regurgitation was present at the medial section of the valve following its placement. The patient otherwise tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.